Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and two h andpieces. It was reported that the customer complained about excessive tissue accumulation, difficulty removing charred/sticky tissue, and the protective black plastic coating coming apart from the blade on every hand piece he had used. There was no patient involved.